Manufacturer narrative:
G2: country of origin is brazil. H3: product analysis # (B)(4): part # 2942001:lot# ct20m008 visual and optical examination identified it appears that part of the tip of the instrument has been broken off. The metal deformation gives indication that the failure was the result of overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, distributor) regarding a patient having oblique lateral interbody fusion olif 2.5 on two levels and olif 5.1 on one level procedure, plus a rear fixing with the longitude system spinal therapy. It was reported that the instrument break. There were no patient symptoms reported. No patient complications have been reported as a result of this event. Additional information received from manufacturer representative that the malfunction reported for the product involves the breakage of the key, specifically at the tip that holds the cage. This breakage was promptly identified during the procedure when the doctor noticed the issue.